Manufacturer narrative:
Investigation is pending.

Event description:
The caller alleged a variance between the inratio inr result and the laboratory inr result. Results are as follows: date : (B)(6) 2015, inratio inr: 1.5, laboratory inr: 3.6. Therapeutic range: 2.0 - 3.0. The time between testing was 2.5 hours. The caller reported applying multiple drops of blood to the inratio testing strip. This is considered to be an improper technique when testing on the inratio device. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing history for the lot was performed and the results met accuracy criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.